Event description:
Reportedly, the pt underwent a repair of an aorta coarctation at hosp. Six weeks post-op, aorta was found to have closed again, requiring an aorta revision with an allograft patch. This was done on 11/2000. Aorta tissue had to be excised. The pathology results showed tissue granuloma at the suture site. Maxon 7-0 suture was used according to pt's family member.